Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the screw broke during insertion into lower border of the orbit. The surgeon left the broken tip in the patient¿s bone and finished the procedure. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An evaluation was performed on the returned device. As per received condition of device; just a bit of a screw head was received. Examination of the head shows no irregularities. Additionally a complaint history review for this part number was conducted, and to date there have been no other notifications from this lot number for this issue. It was noted that too much applied mechanical force well beyond its calculated design caused the breakage. The bone required drilling before this screw was inserted as per technique guide. These special screws are very small and due to their design very delicate handling is required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.